Event description:
A customer reported a significant drop in battery charge by 40% over a short period, which did not result in an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.